Event description:
Pt experienced tissue growth (ossification) at the area of the dynamic part of the nflex - implant. Pt has been reoperated ((B)(6) 2010) and once again, there is some tissue growth visible. The surgeon assumes that there may be an infection. This is 5 of 5 reports for this event.

Manufacturer narrative:
No conclusion can be drawn, investigation not complete. A device history record review has been requested. This product was the subject of a medical device recall; however, the information does not reasonably suggest association with this event.